Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three jagwire guidewire used during the same procedure. Refer to manufacturer report # 3005099803-2016-00603, 3005099803-2016-00604 and 3005099803-2016-00605 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a jagwire guidewire was loaded into a truetome for cannulation. During cannulation, the physician noticed that the hydrophilic tip of the jagwire guidewire had detached, exposing the tip of the metal corewire. A second jagwire was used and when the jagwire reached the ampulla, the hydrophilic tip of the wire detached, exposing the tip of the metal corewire. A third jagwire guidewire was used; however, the same problem occurred, the hydrophilic tip detached, exposing the tip of the metal corewire. The detached tip was left to pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.